Event description:
Pt had a c5-c7 inion plate for an acdf in (B)(6) 2011. The pt developed loss of her lordotic curvature after the surgery on f/u films: reversal of lordosis at c5-7. Partial collapse of c4/5 also. In the revision surgery the inion plate and screws were removed. The screw heads were found loose which according to surgeon may or may not have occurred during dissecting fibrous tissue off the plate. The plate cracked into two during removal. The pt then was reconstructed with a new c4/5 acdf and revision of the c5/6 fusion and placement of a new cage in the c5/6 space in addition to the cage that was already there. Then a metal plate was used from c4-7 to complete the procedure. Surgeon conclusion is loss of bone structure. The pt had been in motor vehicle accident prior to the operation.

Manufacturer narrative:
Part 6: eval and conclusion will be provided in a f/u report after completion.